Event description:
A customer reported experiencing a cartridge alarm 20, and their blood glucose level displayed as "high," but no specific value was known. The customer took corrective action by administering a correction bolus through the pump, and additional assistance was not required. Technical support confirmed the consecutive cartridge alarms and decided to replace the customer's pump, sending a new one with updated software. The customer will use a multiple daily injection backup therapy to ensure uninterrupted insulin delivery, and they acknowledged the instructions for returning the current pump and using a replacement with their g7 sensor.